Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 434 mg/dl. The customer treated the high with manual injection. The customer was assisted with troubleshoot. The pump did not alarm during testing as was found to be operating as designed. The customer was advised to monitor the device and call back if issues persist.